Manufacturer narrative:
(B)(4). As listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Adverse event (ae): stroke. Time of ae: post procedure. Device issue: none. It was reported via trial that an rx acculink stent was successfully implanted in the right internal carotid artery. Post procedure the patient experienced a stroke with blurred and double vision. MRI showed numerous tiny acute lacunar infarcts the majority of which were on the right. Plavix and coumadin were started and hospitalization was prolonged. The patient was discharged five days later. Double vision persisted at the time of discharge. Though requested no additional information was provided.